Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc), low r-wave amplitudes, and noise with oversensing. Rv sensitivity was changed to 10 mv and rv output was increased from 2v to 2.5v. It was noted that noise was not reproducible with isometrics, and thresholds on the right side were slightly higher than on the left. The patient had presented to the hospital after feeling a jolting sensation. Review of remote monitoring data revealed two recently stored right ventricular autothreshold (rvat) tests with a 2.8v threshold measurement, and a stored event containing noise from january. This pacemaker system remains in service. No adverse patient effects were reported.